Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 326 (mg/dl). Reportedly, the customer changed infusion site and cartridge prior to bg impact. Customer administered a correction bolus to treat elevated bg level. Recommendation was made to change infusion site and contact health care provider for management of bg levels.